Manufacturer narrative:
Product event summary: analysis confirmed the customer comment that the programmer would not interrogate and it was determined that the radiofrequency head connector on the link electronic module (lem) board was loose, as well as the electrocardiogram connector on the lem and therefore the lem board was replaced and calibrated. It was further noted that the system fan was noisy and it was also replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer would not interrogate implantable heart devices. It was noted that the radiofrequency programmer head was changed out but the situation did not resolve. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: product ID 229047 software analyzer. (B)(4).